Manufacturer narrative:
Section a4: additional information manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the course of admission, the patient received 5 units of packed red blood cells (prbcs). Procedures were withheld due to supratherapeutic inr. The patient hemoglobin stabilized and discharged on (B)(6) 2019. No further information was reported

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted to the hospital for a suspected gastrointestinal bleed. Additional information was requested but no provided